Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net and the patient was noted to be experiencing ventricular fibrillation. The patient was later brought in to the clinic and the right atrial lead exhibited a loss of capture. A chest -ray was performed which revealed the lead had dislodged. The physician attempted to reposition the lead without success, the lead was subsequently explanted and replaced. The patient was in stable condition post surgery and would continue to be monitored.